Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was required. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi sn (B)(4). The pcu software was 9.19.1.2 and the lvp software was 8.5.4. I advised (B)(4) to upgrade his lvp software to v 9.17 he did not have the proper software to perform this task. I assisted him with poc software 9.19.1.2 order (sent a request to sales/contract). I told him lvp software 9.17 is included this software cd. When he receives the software he will call us back, if still need assistant flashing the software to 9.17.